Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/1/2024. Additional information was requested, the following was obtained: please confirm how many sutures broke during surgery: 2. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections: we regularly contact with sales rep about the device returning. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu): (B)(6).. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Related medwatch reports: 2210968-2024-00824.

Event description:
It was reported that a pediatric patient underwent cardiac surgery on an unknown date and suture was used. During suturing of all layers of the abdominal cavity and gastrointestinal tract using a knot pusher, the suture broke on the second ligation. Subsequently, another lot of product was used. The surgeon commented, "I usually use 3-0, but this time I used 4-0, so the suture itself was thinner, which may have contributed to this event. There were no adverse consequences to the patient. No additional information was provided.